Manufacturer narrative:
During the quality investigation the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion of the motor, the bearings and other component parts. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheating during a podiatry procedure. No adverse consequences were associated with the event. Another device was used to complete the procedure without any delay.